Event description:
In this event it was reported that a pt with known allergies to penicillin and dimethylfumarate experienced an adverse reaction to the use of viscogel tissue conditioner and denture reline material. As stated in the report, the pt developed a small rash that progressed into hives. The pts' doctor administered coratadine to combat the reaction.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.